Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv4 device had ruptured during filling. The device was being filled with 70ml of sodium chloride and 20 ml of 5-fu. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was discarded by the customer. Therefore, a sample will not be sent in to baxter for an evaluation and the reported condition of "ruptured reservoir" could not be confirmed. Should the sample become available or additional information be received, a follow-up report will be submitted. This is a single use device and will not be repaired.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.